Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false negative" was reported. Product is used for diagnostic purposes. No harm(s) were reported. Refer to (B)(4). Pdf for the complete investigation. Based on the information in the attached investigation, no further investigation is required. Monitoring of "false negative" will continue and there are no additional recommended actions at this point. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: no amplification/reduced amplification efficiency (design defect). Assay contamination/degradation (process failure) improper storage/handling (use error).

Event description:
The customer provided a review on amazon on 07/20/2024, and it was publicly visible until 07/23/2024. The customer was reporting a false negative result - after test run. Evidence provided was the test kit photo. No other details, including lot number, were provided by the customer.